Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The 510k number was unknown as this is a custom defined product.

Event description:
It was reported that during use of this dpt (disposable pressure transducer), it was observed 50 ¿ 70 mmhg difference between the invasive and nip (non invasive blood pressure). The exact actual values displayed and nip values were not known, but it was the same difference frame of 50 - 70 mmhg. There was no alarm displayed on the monitor to alert of inaccurate values. The patient was treated based on wrong values until the staff switched to the nip. There was no consequence for the patient. Device was not available for evaluation.